Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, illegible scale marking is observed, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a pressure of the pads in marking process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe plastipak 5ml s/su had a scale marking issue. The following information was provided by the initial reporter translated from spanish to english: there is a partial lack of scale on the syringes. Additional information received on 04 nov 2024 for sample collection, please inform quantity contaminated sample, if yes, please inform the substance. The other week I coordinate to collect the 5 syringe samples, and they are not contaminated with any substance.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.